Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 3/4/2021. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the complaint lens was received submerged in an unknown solution. Visual inspection under magnification revealed that the lens was received cut in half (only one half received), which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to a mechanical complication of iol (dysphotopsia). An incision enlargement and sutures were required. The replacement lens was a different model and lower diopter. No additional information was provided to johnson & johnson surgical vision.